Manufacturer narrative:
Concomitant products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 7427, serial# (B)(4), implanted: (B)(6) 2003, product type implantable neurostimulator; product ID 3998, lot# j0454328v, implanted: (B)(6) 2005, product type lead; product ID 389033, lot# j0333671v, implanted: (B)(6) 2003, product type lead; product ID 389033, lot# j0333671v, implanted: (B)(6) 2003, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
It was reported that a patient had a burning sensation in the right toes on the right foot since this past summer. The reporter stated that the patient wanted to switch groups, but only had one group on the device. It was noted that the patient wanted to set up a reprogramming session. Nine days later, it was reported that the patient had not been able to set up an appointment to get the device reprogrammed. It was noted that the patient was in pain. Two weeks later, it was reported that there was an unknown device issue and the patient was referred to a doctor for surgical revision. According to telemetry from (B)(6) 2012, all impedance measurements were greater than 3600 ohms. It was unknown if hospitalization was required. Five days later, it was reported that the patient was still having concerns about her device but was working with her doctor or manufacturer representative. The reporter stated that a manufacturer representative said that the device was not functioning properly. A follow-up report will be made if additional information becomes available.